Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that blood loss occurred at the sensor site. The customer¿s blood glucose level was 79 mg/dl. The customer stated they inserted the sensor into the insertion site and it began to bleed. The site was not actively bleeding, and they did not seek medical treatment. Troubleshooting was not completed, and replacement sensors will be sent. The sensor will not be returned for analysis.